Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Return requested. Replacement solera driver 5.5/6.0 shipped to site 05/13/2016. No parts have been received by manufacturer for analysis. On 05/30/2016 a medtronic representative, following-up at the site, reported that although the surgeon was using powerease in this procedure, subsequent testing with other devices determined the reported issue was with the driver. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a t2-l4 spine procedure using the site's 5.5/6.0 mas non-cannulated driver the shaft of the driver became lodged in the navlock tracker and was not able to spin freely. They removed the driver and replaced it with another one, and were able to continue the procedure.. The medtronic representative tried the driver on another navlock tracker with the same result. The driver has visibly markings on the shaft. The surgeon did not feel that the patient was compromised. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned driver found that the reported event was related to a mechanical issue. As reported, the driver had lines of galling around the shaft causing fit issues with the mating tracker. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.